Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the device had a front end board issue. To fix the issue the fse reseated the internal board and straightened the bent bracket. The iabp passed all functional tests and was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported, during the precheck, the button to activate service mode on the cardiosave intra-aortic balloon pump (iabp), was not working. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.